Manufacturer narrative:
No unexpected scrolling of numbers, battery out limit alerts or blank display anomalies noted during testing. The pump was received with no button response on the down arrow buttons due to severely corroded keypad traces. The displacement test, off no power test, and operating currents measures were unable to be conducted due to unresponsive keypad. There was moisture damage on all electronic assemblies noted. The pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call issues with their insulin pump. The customer states they went into the ocean with their pump and it no longer works. The customer's blood glucose level was 341mg/dl and the customer delivered a bolus and forgot to remove the pump before getting into the ocean. The customer states they tried to dry the pump and change the battery, but the numbers kept scrolling and the buttons were unresponsive. The customer states the pump screen went blank, and there is fluid under the lcd screen. The customer was advised the pump would be replaced and returned for analysis.